Event description:
Related manufacturer reference number: 2017865-2023-11798, 2017865-2023-11799, 2017865-2023-11802. It was reported that the patient presented to the clinic due to pocket erosion. The device system has eroded from the pocket due to suspected infection. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. A new ICD, ra lead and rv lead were implanted on 16 feb 2023. A new lv lead was implanted on 21 feb 2023. The patient was in stable condition throughout the procedure.